Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient who underwent laser assisted cataract surgery presented with scarring issues. Upon follow up, no patient movement was noted. Laser was not able to be used on this patient to complete the procedure.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.

Event description:
Additional information was received. The patient had prior ocular history of corneal scarring that was not noticed until start of procedure. Laser was not done and procedure was converted to traditional surgery.